Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device- 1 year and 11 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the analysis of the log file a no external alarm was observed on (B)(6) 2018. This event occurred while attached to the mobile power unit (mpu). This was caused by either the power cord coming loose from the mobile power unit (mpu) or the patient disconnecting from the mpu then reconnecting to the mpu. The patient does not use the v-lock power cable and one has been ordered for this patient. The patient will return to clinic (B)(6) 2018. The mpu was not exchanged. There were no other unusual events seen within the log file. No additional information was provided.